Event description:
It was reported by the rep that the (1) hp052 was used during an unknown procedure. It was reported that the device worked sporadically and the black connector falls out. There was no pt consequence.